Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: happened in the rescucitation department on the (B)(6) 2021. The guide unraveled during the insertion of the catheter by the ana esthetist. The clinicians do not know if a part of the catheter remained in the intra-vascular of the patient.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: happened in the resuscitation department on the (B)(6) 2021. The guide unraveled during the insertion of the catheter by the anaesthetist. The clinicians do not know if a part of the catheter remained in the intra-vascular of the patient.